Event description:
A patient underwent a spinal surgical procedure in which adcon gel was administered. Several weeks later, the pt presented with signs and symptoms of a cerebro-spinal fluid. The pt then underwent reoperation. No add'l info was available.